Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a revision usage sheet that the patient's right knee was revised. A ps knee with seven augments, stems and a patellar component were implanted.